Manufacturer narrative:
The customer reported the drip chamber compressed and caused issues with infusion, and returned one used sample of unknown material. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was infused with water at 100ml/hr for 30 minutes, and no issue was found. Our clinical team recommended the issue could be caused by drip chamber vent procedure. The potential material lot combos from smart site info were run, but no definitive material or lot were found. A device history review cannot be done without confirming the material/lot. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the unspecified bd¿ extension set was occluded. Report 1 of 2. The following was received from the initial reporter: while starting an infusion of melphalan the drug was found to be incorrectly primed. The chamber would not fill with the medication which created air pockets in the line. The chamber started to compress and rapidly fill with the medication from the bag. The rn paused the infusion to contact the charge nurse for help. While she did this, she found that the medication was still dripping from the chamber rapidly while the pump was still paused. Rn disconnected patient from the line. Pharmacist was called to the bedside. Pharmacist advised rn to discard whole chemotherapy bag and would have a new bag made and primed, believing it was an issue with the priming of the tubing.